Event description:
This customer reported that during a cardiac arrest, the waveforms were lost. Shocks were delivered to the pt during the event. The involved pt died, but there is no allegation by the customer that the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). This customer reported that during a cardiac arrest, the waveforms were lost. Shocks were delivered to the pt during the event. The involved pt died, but there is no allegation by the customer that the device behavior impacted the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.